Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
In a pop report, there was a patient who reported styes, blood shot eyes and puffiness following an intraocular lens (iol) implant procedure. The styes were drained and the patient was treated with drops, topical creams and compresses. The patient also complained of halos at night while driving. The lens remains implanted.